Event description:
"Yellow shavings from protective packaging material were identified inside the pt after placement of the trocar. The shavings were removed and the procedure continued. No charge po # 201325636." Pt status: "pt outcome was not changed due to event."

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.